Event description:
In 2005, the physician attempted arteriotomy closure using the perclose a-t (closer ak) device after an interventional procedure. It was noted that "no angiogram was performed." Reportedly, it was a normal case, "the foot broke from the system when they tried to pull back the system out of the pt." The complication was that it was impossible to close the foot after pulling back the needle." Closure was achieved with surgery. It is unk if the pt's hospitalization was prolonged as a result of this event.